Event description:
It was reported that during reprocessing the maryland bipolar forceps instrument, it was noted that the tips do not align. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one grip was bent, causing side to side misalignment of the grips. There was a 0.061 offset at the tips. The grip tips did not meet together when fully closed. Engineering concluded that damage was likely due to mishandling. Electrical continuity testing passed. Engineering also found a frayed pitch cable at the wrist. The clevis does not exhibit any damage or wear marks. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.